Manufacturer narrative:
(B)(4). The service engineer (se) installed the graphic user interface (gui) central processing unit (cpu) and updated the software. The ventilator passed self tests,

Manufacturer narrative:
Covidien reference:(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) printed circuit board (pcb). Medtronic was not on a patient at the time of the event.

Event description:
It was reported that due to a malfunction of the graphic user interface; the patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.